Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the lower trigger was jammed. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported the lower trigger return is poor during operations. The unit does not stop even after releasing one¿s finger. The lower trigger is difficult to return even after attempting to operate it several times. This is report 1 of 1 for complaint #(B)(4).